Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 77505be01. A device history record review did not identify any related nonconformances, potential nonconformance or deviations associated with the complaint lot number and complaint issue. In-house testing of a retained reagent kit of the lot 77505be00, which contains the same bulk reagent as the complaint lot 77505be01, was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 77505be01 was identified.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result generated by the alinity I processing module for a patient. The initial result was inconsistent with results obtained from other test methods. The sample was retested, and the repeat testing yielded reactive results. The following data were provided (< 1.00 s/co = nonreactive; = 1.00 s/co = reactive): initial alinity I syphilis tp result = 0.698 s/co, repeat results = 12.292 s/co, 12.771 s/co. Trust result = positive. Tppa result = positive. No additional patient information was provided. No impact to patient management was reported.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result generated by the alinity I processing module for a patient. The initial result was inconsistent with results obtained from other test methods. The sample was retested, and the repeat testing yielded reactive results. The following data were provided (< 1.00 s/co = nonreactive; = 1.00 s/co = reactive): initial alinity I syphilis tp result = 0.698 s/co, repeat results = 12.292 s/co, 12.771 s/co. Trust result = positive. Tppa result = positive. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7p60-77, that has a similar product distributed in the us, list number 7p60-21/31, and 510k/PMA/bla of k153730. Section a patient information: refer to section b5 for complete patient information. Section e1 initial reporter establishment name: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.